Event description:
The facility reported that the device will not turn on. Info was not provided regarding whether or not the failure occurred during an infusion. Although baxter atempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp representative did not have info regarding whether there have been any reports of any pt incident involving this pump since the last baxter service event.